Event description:
It was reported that the customer complains of arctic sun device alarming low flow constantly. Per review of wo on 15apr2025, device was used on patient. The patient therapy was not completed. They had to switch it off and they did not have another one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-02470. Correction: b, d, h. Initial reporter phone number: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer complains of arctic sun device alarming low flow constantly. Per review of wo on 15apr2025, device was used on patient. The patient therapy was not completed. They had to switch it off and they did not have another one. Per follow up information received via mail on 22apr2025, system is being sent. System not here yet. Waiting for customer reply regarding therapy status. Per follow up information received via mail on 24apr2025, system on its way. The therapy was still in progress when they had to remove it due to the fault.